Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The bravo delivery system was inspected under magnification. Adhesive was noted on the nose of the delivery device. It was reported that the bravo capsule failed to attach to patient's esophagus. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a capsule did not attach to patients esophagus. The capsule was found in the patient's esophagus and was retrieved using a roth net. Another capsule was successful placed on the second attempt on the same procedure. The physician verified the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and was inserted while the entire device including the handle was maintained in the horizontal plane. Lubricant was used and was carefully applied to avoid covering the suction chamber.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.